Event description:
Customer complaint alleges the device stopped heating during patient use. No patient harm reported. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4). The unit was returned and sent to the manufacturer (pegasus research corp) for evaluation. Pegasus reports that upon receipt of unit the claim was confirmed. Evaluation revealed that the power switch light did illuminate and the unit did not generate heat. A random malfunction of the thermal-fuse prevented the unit from heating. The faulty fuse require replacement. The device history record review shows that the heater was working within specifications at the time of release. The approximate age of the heater is 1422 days and the unit is out of warranty. Based on the investigation performed, the reported complaint was confirmed. The unit will be repaired and returned.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device stopped heating during patient use. No patient harm reported. Patient condition reported as fine.